Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w ver 4.11d. Retainer = black. Case type = ngp. Customer returned the pump for alleged pump error 37 alarm found on 11/24/2022. The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 37 alarms due to pump error 38 alarms. Successfully downloaded the trace and history files using thus. No pump error 37 alarms noted in the pump history however, there were multiple pump error 38 alarms between 11/11/2022 and 11/23/2022 listed below: on 11/11/2022 there were (B)(4) pump error 38 alarms. On 11/12/2022 there were (B)(4) pump error 38 alarms. On 11/13/2022 there was (B)(4) pump error 38 alarm. On 11/23/2022 there were (B)(4) pump error 38 alarms. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), or the force sensor noted however, found dried insulin on the motor shaft and motor slide. Pump error 38 alarms are due to dried insulin on the motor shaft and motor slide. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Pump error 38 alarm is confirmed due to dried insulin on the motor shaft and motor slide. Pump error 37 alarms are unknown due to the pump error 38 alarm during rewind. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. (Pump error 37). No harm requiring medical intervention was reported. Troubleshooting was not performed. The issue was not resolved. The customer will discontinue using the insulin pump and the pump will be returned for analysis